Manufacturer narrative:
(B)(4).

Event description:
A remote alert was received for a long charged time and was confirmed via interrogation in the clinic. The device was explanted and replaced. The patient is in good condition following the procedure.

Manufacturer narrative:
The device image from the ICD showed the patient notifier activated due to extended charge time detection. Testing was performed and the extended charge time could not be reproduced in the lab. The high voltage capacitors were analyzed by their manufacturer and an internal anomaly was found inside one of the capacitors that resulted high current leakage. It is believed this leakage is the cause of the extended charge time that occurred in the field.